Event description:
It was reported that during an alimentary tract anastomosis procedure the surgeon could not adjust the adjusting knob. After firing the tissue has been cut but not been stapled. The surgeon had to continue the procedure manually. Procedure was prolonged by thirty minutes. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The adjusting knob function as intended and with no difficulties noted. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: please clarify: the surgeon had to continue the procedure manually? Yes, surgeon had to suture the tissue by hand. Was there any patient consequence due to the device malfunction? After the operation, no consequence for patient. Was the procedure done open/laparoscopically? Open. What device was used for the proximal and distal transaction? Cdh29. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? Hand tied purse string. Was the spike of the trocar inserted lateral or through the staple line? No, because open technique. What confirmation did the surgeon receive that the anvil was firmly attached? Surgeon was sure, have "click" sound. When the device was fired, where was the indicator within the green zone/gap setting scale? 1.0 mm. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Yes. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Have crunch. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Lower. Was there any difficulty removing the device from the tissue? No. Is a pathology specimen and/or report available? No. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) No. Did the operation change significantly as a result of the device issue? Yes. Did a hcp other than the primary surgeon fire the instrument? No. Was there a recent conversion to ees devices in this account or with this surgeon? No.